Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during passage of the protege rx stent for a procedure involving the common carotid artery, there was a partial involuntary release of the stent. The device was prepped according to instructions with no issues identified, and no excessive force was used. The thumbscrew/lock-pin was checked for securement prior to procedure. The stent did not fully deploy and the partial and involuntary release occurred before reaching the target lesion. No deformation was noted to the stent and the device was safely removed from the patient. The stent was replaced, and the procedure was completed uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and a portion of the stent was observed to be exposed, the device was confirmed as 40mm from the strain relief and the enclosed stent, approx 17mm of the stent was exposed from the device and absence of tip was noted with no tip returned separately upon visual inspection, two kinks were noted on the blue outer sheath at 11.5 and 11.9cm from the distal tip end of the device, it was also noted that the bent was present at 25cm on the blue outer sheath at 25cm from the distal tip end of the device. A 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device could not flush through both the ports. An in-house 0.014¿ guidewire was used for guidewire loading check, and it couldn¿t advance through the device. The stent wasn¿t deployed by pushing the grip space. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.